Manufacturer narrative:
Qn#(B)(4). One (1) stapler of catalog number 528135 visistat 35r 6/box was received used, opened without original packaging; lot # was not confirmed with sample, stapler was received with remaining staples. During visual inspection the cover block component was out of the correct position, bottom & cover block components were damaged/broken, no stuck staple in tip of the cartridge. Failure mode fell apart was confirmed with sample received during visual inspection. Functional inspection could not be performed due to sample conditions; cover block & bottom components are seriously damaged; broken. Although; from the sample received the defect reported by the customer fell apart during visual inspection was observed, the root cause for this issue is considered unknown , since the cover block & bottom components were damaged/broken, therefore; a corrective action cannot be established due to the sample condition. In addition, all products are 100% tested by the manufacturer and this defect would have been detected during the functional testing. However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: as the trigger was pulled it fell apart. No animal was harmed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product visistat (B)(4), lot number 73b1500098 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: as the trigger was pulled it fell apart. No animal was harmed. The patient's condition was reported as fine.